Event description:
It was reported that the xenon light source could not be lighted, and the emergency lamp was activated.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and to address a correction. Updated fields: d8,h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lightning device malfunction and power supply malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lamp cannot be lit, and the emergency lamp is activated occurred due to lightning device malfunction and power supply malfunction. In addition, based on the results of the investigation, a root cause for the malfunctions " lightning device malfunction" and " power supply malfunction" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital. E1 address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the light source lamp could not be lighted, and the emergency lamp was activated. The event occurred during maintenance. There was no patient involvement.